Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side "perforated" device and "cutaneous necrosis". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and around 0-25% of the shell is missing. A leak test was performed and found one opening and broken shell. A microscopic analysis identified a curved(striated) opening on radius side assessed as surgical damage and broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a curved(striated) opening assessed as surgical damage, broken shell with striated edge assessed as surgical damage, and missing shell that is assessed as inconclusive.

Event description:
Health professional reported a left side "perforated" device and "cutaneous necrosis". The device has been explanted.